Event description:
It was reported that the patient had been picking and scratching at the spinal cord stimulation cervical lead anchor site. The physician noted that one of the lead anchor suture stitches was slightly protruding through the skin at the site. The patient underwent a procedure where the physician carefully cut and buried the anchor deeper. The patient was discharged and doing well postoperatively. All devices remain implanted in the patient. The physician assessed the event had nothing to do with the device.